Event description:
Loss of osseointegration since the product has been returned and the material number has been changed; it has concluded in an update that is provided in this follow-up report.

Manufacturer narrative:
Since the product has been returned and the material number has been changed, it has concluded in an update that is provided in this follow-up report.